Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. Treatment for the event was unknown. Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis. No additional information is available.